Event description:
It was reported that blood collection device w/male luer broke at the hub. No serious injury or medical intervention was reported. Verbatim: "material no. Mbc6010, batch no. Unknown -customer states device is breaking at the hub."

Manufacturer narrative:
Investigation summary: bd had not received samples from the customer facility for investigation. Furthermore, a lot number was not received so a review of the device history records could not be conducted. In a follow-up communication with the customer, the customer indicated that the mbc6010 had not malfunctioned and that the issue was attributed to an issue with their instrumentation. At the same time, bd has conducted further investigation relating to the breakage issue through a CAPA where improvement opportunities have been identified and have been implemented. Investigation conclusion: further investigation activities have been conducted through a CAPA where improvement opportunities have been identified. As a result, these improvements were implemented to help reduce further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements were implemented to help reduce further occurrences. CAPA 620264.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood collection device w/male luer broke at the hub. No serious injury or medical intervention was reported. Verbatim: "material no. Mbc6010, batch no. Unknown. Customer states device is breaking at the hub."

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer. This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Event description:
It was reported that blood collection device w/ male luer broke at the hub. No serious injury or medical intervention was reported. "Material no. Mbc6010, batch no. Unknown. Customer states device is breaking at the hub."